Event description:
User experiencing high bicarbonate results for over 100 patient samples. User initially ran the patient samples on another instrument at this site and reported out over 50 of these patients bicarbonate results. User was unable to provide any data from the patient samples that were reported. User stated she only repeated some of the samples that were reported out and sent amended reports if the retest results were over a 5 point difference than the initial results. User was not aware if patients were treated due to the initial results reported. User stated they did not report initial results for about 50 patient samples, and they were all repeated after calibration and the repeat results were reported. The following 3 patient examples were provided, initial results generated from this c501 prior to calibration and the repeat results generated after calibration from the other c501 at this site. Sample 1, initial gave 29 mmol/l; repeat gave 21 mmol/l. Sample 2, initial gave 34 mmol/l; repeat gave 27 mmol/l. Sample 3, initial gave 34 mmol/l; repeat gave 27 mmol/l. The field service representative was unable to determine a cause. Customer performed a calibration, which improved the performance of the assay. Performance tests performed and within specification.